Event description:
It was reported that the patient presented two days post implant complaining of dizzy spells. An x-ray showed that the left ventricular lead had dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.